Event description:
While changing screen from loops to monitor screen, the ventilator switched to standby screen. The ventilator appeared to continue working as the chest was expanding on inspiration. The screen locked and pt was hand bagged while ventilator switched out and pt placed on new machine with same settings.